Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and replace battery alert. The battery was not replaced after the low battery alert. This was the second occurrence of replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.